Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer (fse) identified that main drawers 4.1 and 4.2 were not detected on the bus, and no light emitting diode (led)s were observed on the controllers. Further inspection revealed that the bus cable was not fully clipped into the module controller. The cable was reseated, restoring proper connection. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred with a "device not detected on bus" error. The issue affected auxiliary drawer 4, which had reportedly failed again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.